Event description:
It was reported that the patient's speech understanding with his device became worse and worse. Fitting didn't improve the patient's speech understanding. Testing showed 4 electrodes with status hi and 2 electrodes with increased impedances, so that only 6 electrodes remained active. The device was explanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.